Event description:
It was reported that the patient had a bad seizure. The patient's physician increased their medications and the patient's mother requested to move forward with generator replacement. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.

Event description:
Implant card received for patient that reason for replacement was replaced prophylactically. Product will not be returned as it was discarded after replacement. No additional relevant information has been received to date.